Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer (fse) noted that no light emission diode was lit on the module controller. A field test of the drawer controller was performed, and the drawer controller tested good. The module controller was replaced. Operation was verified using the hardware test application, and user access was confirmed through the medication application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 drawer was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.